Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, the investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, it was reported that the filter allegedly unable to advance through the deployment system. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter kit received. Upon visual evaluation, the pusher catheter was received loaded into the touhy borst adapter and filter storage tube. A bend was noted on proximal to the pusher catheter handle. The touhy borst adapter was received loaded to the filter storage tube. The pusher wire appeared to be detached from the pusher catheter. The filter was received within the filter storage tube. On functional testing, an attempt to deploy the loaded filter from the filter storage tube with the loaded pusher catheter was performed. Heavy resistance was felt during attempt. The filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. The pusher wire with a bent wire segment were also noted to deployed as it appeared to be detached from the pusher catheter. Therefore, the investigation is confirmed for the reported detachment and advancement failure as pusher wire was noted to detached from the pusher cather which could have cause the difficulty in advancing the filter. A definitive root cause for the reported detachment and advancement failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI) #), g3, h6 (patient, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent for a percutaneous inferior vena cava filter implantation using a denali filter. Prior to the procedure, it was reported that the filter allegedly unable to advance through the deployment system. The procedure was completed using another device. There was no patient contact.